Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Additional information was received and the following section(s) was updated: the device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency and/or one was not confirmed through investigation. Of note, this pericardial mitral valve was initially used off label as it was implanted in the tricuspid position. Per the instructions for use (IFU), "the carpentier-edwards perimount plus pericardial bioprosthesis model 6900p mitral is indicated for patients who require replacement of their native or prosthetic mitral valve."

Event description:
Edwards received notification that this patient with a 33mm edwards surgical valve, implanted in the tricuspid position, underwent a valve-in-valve procedure after an implant duration of six (6) years and two (2) months due to severe tricuspid regurgitation. The patient was approximately 22 years old at the time of the initial implant. The physician did not feel that the surgical valve failed prematurely. The ttvr was performed with a 29mm edwards transcatheter valve successfully.

Manufacturer narrative:
Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Regurgitation may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with functionality of the device by restricting the leaflet motion leading to abnormal coaptation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The root cause of this event cannot be conclusively determined with the available information. However, the regurgitation in this case was most likely impacted by the progression of the patient¿s underlying valvular disease pathology with or without structural valve deterioration and/or nonstructural dysfunction. The subject device is not available for evaluation, as it remains implanted in the patient. The device history record (DHR) could not be reviewed, as the device serial number was not provided. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. If any new information is received, a supplemental report will be submitted accordingly.

Event description:
Edwards received notification that this patient with a 33mm edwards surgical valve, implanted in the tricuspid position, underwent a valve-in-valve procedure after an implant duration of six (6) years and two (2) months due to tricuspid regurgitation. The patient was approximately 22 years old at the time of the initial implant. The physician did not feel that the surgical valve failed prematurely. The ttvr was performed with a 29mm edwards transcatheter valve successfully.